Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d224trk bi-ventricular (bi-v) implanted: 2012-(B)(6), explanted: 2012-(B)(6); product ID 6947 implantable tachy lead implanted: 2004-(B)(6), explanted: 2012-(B)(6); product ID 5076 implantable pacing lead implanted: 2004-(B)(6), explanted: 2012-(B)(6). (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed and it is unknown at this time if replaced. No further patient complications have been reported as a result of this event.